Event description:
It was reported a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support completed a pump reset prior to contact, and the error did not occur again after the reset. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.